Event description:
Customer site alleges that the foot pedal's multi-function foot switch is getting caught under the sheet metal cover causing it to partially engage. Additionally, vibration from desired motion will also cause the pedal switch to engage. This engagement overrides the active motion causing undesired motion.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).